Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they lost therapy. The patient stated she had put her device in MRI mode and after the MRI she no longer felt stimulation. Troubleshooting had the patient turn stimulation on and increased programs a1 and a2. The patient noted she had felt stimulation previously at 3.2ma and was up past 16ma and still felt nothing. The patient was going to meet the representative for more troubleshooting. Additional information received from the manufacturer representative reported that the lead may have become detached from the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient was met for troubleshooting. It was unknown when the patient started experiencing lost of stimulation after MRI. It was reported the patient was brought in for a revision. During an x-ray before the revision, it was confirmed that the battery kept rotating due to the patient fidgeting with it, which caused the leads to pull down and wrap themselves around the battery. Stimulation has been restored since the battery was anchored down, in the leads were put back in place.